Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (damaged) issue. The display lens reportedly was scratched and it is unclear as to whether or not the user was able to read the screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission, 08/20/2015 device evaluation: the device has been returned and evaluated by product analysis on 07/31/2015 with the following findings: the display lens was found to be scratched. The returned battery cap was used to complete during investigation.